Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The serial number is currently unavailable. Evaluation statement: the defect reported could not be verified. Performed service &repair functions. Attached box label, electrical safety and vapr3 repair record. Nothing noted in the service history that could have contributed to the complaint. Could not duplicate the customer's complaint of the vapr3 wouldn't activate the electrode. Unit was evaluated, many attempts of testing and diagnostics were made and no problems were found. Minor scratches on unit fascia were noted; no repairs needed. Scratched top plate was replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder arthroscopic surgical procedure, it was observed that the vapr iii would not activate the electrode. A second footswitch and electrode was tried but with the same result. A second generator was used with the same footswitch and electrode and the procedure was completed with no patient consequences but a two minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.